Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the battery and unexpected shutdown issues could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was "high"; although specific value was not provided. Customer did not take action to address elevated blood glucose. It was also reported that the pump battery could not be charged and that the pump shut off unexpectedly. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.